Manufacturer narrative:
As reported, after waking up from anesthesia post implant of the bard mesh pre-shaped, the patient had itching, no significant relief was seen after anti-allergic treatment and the symptom improved after the mesh explanted. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the reported patient's postoperative symptom. Review of manufacturing records indicate product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient had incisional skin itching after waking up from anesthesia post implant of bard mesh pre-shaped on (B)(6) 2024. It was reported that no significant relief was seen after antiallergic treatment and the itching symptoms improved after the mesh was removed.